Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The duraseal exact spine sealant system 5 ml us box of 5 (206520) was returned for evaluation. Device history record (DHR) - a DHR review, and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. Failure analysis - investigation showed that the sample received back included 1 open pouch, 1 open tray with 2 holders, 2 syringes, 1 y-connector, 3 spray tips, and 1 vial with the vial adapter attached. The three spray tips were visually inspected, no damages were detected, but 1 had signs of usage and 1 had dry solution stuck to the body. Syringe and cap holders were visually inspected; no signs of damage or usage were observed. The syringe holder was observed with traces of blue solution which could be because the devices were in the same bag and could get stained. Y-connector was observed without damages and with signs of usage; it could be that the blue syringe was connected in one side. The clear syringe and blue syringe were observed empty and without damages. The vial was received with the vial adapter attached, and the blue solution inside of the vial was observed dry; however, in the top of the vial adapter looked viscous. No damages were observed in the vial adapter. Per the sample evaluation, the failure mode was not confirmed, because the product was received without solutions to carry out the final assembly and verifying if the hydrogel could be obtained. Root cause - the root cause is considered undetermined because the product was received without solutions to carry out the final assembly and verify if the hydrogel could be obtained. Per the dfmea, potential causes of failure include ¿issues with solution mixing and coverage.¿ the risk remains acceptable per the risk analysis. No enhancements or improvements were generated for the reported condition. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duraseal exact spine sealant system 5ml (206520) could not turn into hydrogel formation during a procedure. The product was in contact with the patient; however, there was no injury or surgical delay.